Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: 3 actual samples without packaging were returned for investigation. The actual samples were subjected to visual inspection. Clear lump fm was observed on the catheters of all the returned samples. Clear lump fm observed. The clear lump fm were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear lump fm matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Clear lump fm was observed on the catheters of all the returned samples. Silicone was used in the catheter lubrication process in the manufacturing facility. The probable root cause of the nonconformance could be due to the catheter surface contact with the lubricated dropped parts on the meshing tray at the lubrication station. The meshing tray has been modified to remove the possibility of catheter surface contact with the lubricated dropped parts. A communication will be conducted to all manufacturing personnel to raise awareness on the nonconformance.

Event description:
It was reported that foreign matter was found in the catheter of a bd angiocath¿ plus IV catheter. There was no report of injury or medical intervention.